Event description:
It was reported that high impedances (>4000 ohms) were measured on all combinations with electrode #1 of the implantable neurostimulator (ins) system on the day of report. The lead component was disconnected from the extension and the contacts were wiped off and reattached back together without any effect on the high impedances. The lead was then tested and looked fine. A new extension was then used and the impedances looked normal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)